Event description:
On (B)(6) 2014, the patient presented to the hospital with low blood pressure, hemodynamic instability and in end stage cardiogenic shock. That same day the patient underwent emergent treatment of a ruptured thoracic aortic aneurysm. It was reported none of the four gore® dryseal sheaths were able to be advanced into the access arteries. Reportedly, the patient¿s right and left external and common iliac arteries were highly calcified, extremely narrow (less than 6.5 mm in diameter) and reportedly outside of the gore® dryseal sheath instructions for use. An attempt was made to dilate the iliac arteries utilizing stenting procedures in order to advance the introducer sheaths. Access was obtained through the right side and two conformable gore® tag® thoracic endoprostheses were successfully implanted. It was reported during advancement of a gore® dryseal sheath the patient¿s left external iliac artery ruptured, causing blood loss (amount unknown) and a drop in blood pressure. It was reported that further endovascular treatment was not possible, so the physician elected to surgically repair the iliac artery; however the patient expired during the procedure due to acute hemodynamic shock. An autopsy was not performed.

Manufacturer narrative:
Please note that this event was initially reported under medwatch # 3007284313-2014-00061. Review of the file revealed that a determination could not be made as to which aortic introducer sheath was involved with the event and subsequent death, therefore this medwatch was created to capture the additional aortic introducer sheath (dryseal ver 3.0)(dsl2428/12372293) reported to be involved with this event. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.